Event description:
During heart cath on (B)(6) 2023 balloon angioplasty was done with lesion opening up. Intravascular ultrasound was done to assess prior stent and it was noted distal edge of prowater wire had dislodged into a small vessel at the very distal part of the high oml. Attempted to snare it unsuccessful. Consulted with surgeon and peers and decision made to not proceed with any intervention to remove the wire either endovascularly or surgically. Foreign body left in patient.